Event description:
It was reported that the ring around the reservoir compartment broke and the rubber ring is popping out. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a broken reservoir tube lip, cracked reservoir tube and a cracked reservoir tube window.